Event description:
Pt was ventilator dependent following an mva. The suction aspirator failed to provide suction. The switch was on with the "on" indicator light showing. The pump was exchanged and sent to biomed.